Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing high blood glucose. Customer blood glucose was 406 mg/dl. Customer also stated they were using insulin pump within 48 hours at the time of event. Customer was not given any treatment for high blood glucose. The insulin pump will not be return for further analysis.